Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was reported that the screen on this programmer froze during device programming during an implant procedure. The clinic staff turned the programmer off and then back on again, and there were no issues with the device or the programmer thereafter. No adverse patient effects were reported.